Event description:
It was reported that the user experienced a postprandial hyperglycemia to 305 mg/dl after consuming a meal without announcing it to the ilet, followed by automated corrections and a subsequent dinner announcement at 85 mg/dl contributed to hypoglycemia to 65 mg/dl. The user corrected with orange juice, however, subsequent correction dosing caused another hypoglycemia episode with continuous glucose monitor (cgm) readings as low as 49 mg/dl. By end of the call, fingerstick showed blood glucose of 74 mg/dl. Symptoms included hypoglycemia and hyperglycemia ranging from 30 mg/dl to 548 mg/dl. Outcomes included the user self-treating with oral glucose and returning to range, with no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including cgm calibration and reinforcement of proper meal announcement. Investigation of this case revealed that the likely cause was user-related, specifically missed and late meal announcements during the initial learning period of the system. It was concluded that the device appeared to function as designed and that the event was attributable to use error.